Manufacturer narrative:
Customer returned pump for an alleged possible under delivery anomaly, no delivery alarm/insulin flow blocked alarm and was hospitalized for high bgs found on (B)(6) 2023 (per ss event date). However, the customer's note stated that the customer returned pump for an alleged possible under delivery anomaly, no delivery alarm/insulin flow blocked alarm and was hospitalized for high bgs found on (B)(6) 2023. Time frame of the event started on 04-aug-2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event (start date) 04-aug-2023, (ss) event date 06-aug-2023 and (customer) event date 05-aug-2023. In further full review of the pump history/traces on the ss event date of 06-aug-2023, there is no unexpected alarms/suspends and no bolus recorded. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date 06-aug-2023 listed on smart solve. Daily total of all insulin delivered: 219000 (21.9 u). Daily total of basal insulin delivered: 219000 (21.9 u). Daily total of bolus insulin delivered: 0 (0 u). In further full review of the pump history/traces on the customer event date of 05-aug-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer event date 05-aug-2023 listed on smart solve. Daily total of all insulin delivered: 578250 (57.825 u). Daily total of basal insulin delivered: 268250 (26.825 u). Daily total of bolus insulin delivered: 310000 (31 u). On (B)(6) 2023 08:27:37.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 20000 (2 u). Bolus amount delivered: 20000 (2 u). On (B)(6) 2023 12:19:34.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 120000 (12 u). Bolus amount delivered: 120000 (12 u). On (B)(6) 2023 14:55:07.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1).. Normal bolus amount programmed: 75000 (7.5 u). Bolus amount delivered: 75000 (7.5 u). On (B)(6) 2023 17:07:05.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 85000 (8.5 u). Bolus amount delivered: 85000 (8.5 u). On (B)(6) 2023 20:43:22.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 10000 (1 u). Bolus amount delivered: 10000 (1 u). In further full review of the pump history/traces on the event (start date) of 04-aug-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event (start date) 04-aug-2023 listed on smart solve. Daily total of all insulin delivered: 888500 (88.85 u). Daily total of basal insulin delivered: 238500 (23.85 u). Daily total of bolus insulin delivered: 650000 (65 u). On (B)(6) 2023 05:47:13.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 35000 (3.5 u). Bolus amount delivered: 35000 (3.5 u). On (B)(6) 2023 07:22:45.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 120000 (12 u). Bolus amount delivered: 120000 (12 u). On (B)(6) 2023 12:48:35.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 96000 (9.6 u). Bolus amount delivered: 96000 (9.6 u). On (B)(6) 2023 17:50:33.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 150000 (15 u). Bolus amount delivered: 150000 (15 u). On (B)(6) 2023 19:01:51.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 65000 (6.5 u). Bolus amount delivered: 65000 (6.5 u). On (B)(6) 2023 19:52:41.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 64000 (6.4 u). Bolus amount delivered: 64000 (6.4 u). On (B)(6) 2023 20:34:39.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 50000 (5 u). Bolus amount delivered: 50000 (5 u). On (B)(6) 2023 22:11:15.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 70000 (7 u). Bolus amount delivered: 70000 (7 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event (start date) 04-aug-2023, (ss) event date 06-aug-2023 and (customer) event date 05-aug-2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 19:49:00.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:12:29.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event (start date) 04-aug-2023, (ss) event date 06-aug-2023 and (customer) event date 05-aug-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 8:22:00 pm. There was no power data available for the event date of 04-aug-2023 at 19:49:00.000. No unexpected low battery alert noted during testing. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 32mmol/l mg/dl at the time of the event and reported the insulin pump did not give insulin. The customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty breathing feeling sick and unwell. The customer was hospitalized and treated with an insulin drip. Troubleshooting was performed and found that the pump was under delivering the insulin. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer had not used the smartguard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue using the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.